Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
On (B)(6) 2014, information was received from a health care provider (hcp) regarding a patient who was receiving baclofen 500 mcg/ml at a dose of 177 mcg per day via an implantable pump for cerebral palsy and intractable spasticity. The patient's medical history and concomitant medications were not specified. It was reported the patient was having urinary retention. The symptom was first noted (B)(6) 2014. The patient's follow-up hcp was going to be seeing the patient for the first time the following day, (B)(6) 2014. The reporter wanted to know if the manufacturer had a manual that would show the hcp how to program a dose decrease for the patient. The patient's hcp' said the patient should be switched from 500 mcg/ml to 2,000 mcg/ml. Additional information has been requested regarding additional drug information including the lot number, other medications the patient was taking, medical history, the exact symptoms the patient was having, if any troubleshooting or other actions were taken and how the patient was now doing, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.